Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was (B)(6) 2021. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes have expired. Expired tubes will draw less volume than tubes still within their shelf-life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood and the tube was used after the expiration date. The following information was provided by the initial reporter. The customer stated: "during use of the tube there was a low draw issue."